Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a follow up report will be submitted.

Event description:
Received info regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was not impacted.